Manufacturer narrative:
Results: (B)(4) samples were returned for evaluation along with photos. Samples were evaluated and a non-smooth edge was observed. (B)(4) retained samples were evaluated and none were found with the defects. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5289949. Conclusion: based on the sample evaluation defects were confirmed.

Event description:
It was reported that bd vacutainer® blood transfer device with luer adapter had 2 packages that were not sealed properly with one of them being broken and dirty. No injury or medical intervention reported.